Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® eclipse¿ blood collection needles with pre-attached holder had their cannula hub crack and break off of the device. This occurred both prior to and during use. There was no adverse impact to patients or users reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-aug-2024. Investigation summary "material #: 368650. Lot/batch #: 4074235. Bd received 9 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cracked hub collar was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for cracked hub collar with the incident lot was observed in all 9 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked hub collar. Bd determined that the root cause of the indicated failure mode was attributed to a misalignment in the packaging process. The associated packaging equipment was realigned and verified to be operating as expected. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that 10 bd vacutainer® eclipse¿ blood collection needles with pre-attached holder had their cannula hub crack and break off of the device. This occurred both prior to and during use. There was no adverse impact to patients or users reported.